Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the distal tip of a vapr hook electrode broke off into the patient's joint space (lot # 0905045). The fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.